Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep replaced the wens and there were no oors, but the patient called on (B)(6) 2018 and said they are getting settings not available again. The patient did not feel stim. The patient sent a picture to the rep that shows damage on the lead. The rep also mentioned that the patient put new batteries in the controller and they were at 50% the next day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the controller batteries depleting to 50% in a day was not known. The rep performed new programming and adjusted older programming as directed by technical services to resolve the settings not available message. The trial is completed so the issue is resolved. The rep said the damaged lead would not be returned because they were not in possession of it. The controller batteries were replaced and were sufficient to get through the remainder of the trial. The damaged lead was marked and was more of an external mark. The lead was pulled a day later. No further complications were reported.